Event description:
Doctor reported loss of integration. It was reported that the implants in site #3, 4 and 6 were removed due to loss of integration.

Event description:
Doctor reported loss of integration. It was reported that the implants in site #3, 4 and 6 were removed due to loss of integration.